Event description:
In 2006, I was diagnosed with conjuctivitis in my left eye by my primary doctor. After completing the medication, my vision was still blurry and I was still in pain, I saw my ophthalmologist the next month. He diagnosed me with keratitis. At this time, he directed me to discontinue wearing my contacts and discard any solutions that I had at home. I continued to be treated for keratitis until 2007. At this time, the ulcerations were mostly healed. He instructed me to limit my contact wear use, and use a different brand of solutions. Dates of use: 2003 -- 2006. Event abated after use stopped: yes. Diagnosis: clean and disinfect contacts.